Manufacturer narrative:
(B)(4): the hospital biomed reported that the device frequently failed to power up. There was no reported pt involvement. The biomed ordered a replacement processor pca to resolve the issue. The system manager called back to report that the device needed its options to be configured after the processor pca had been replaced to resolve the power issue.

Event description:
The hospital biomed reported that the device frequently failed to power up. There was no reported pt involvement.